Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia, and the right ventricular (rv) lead exhibited high thresholds and an inability to capture at maximum outputs with a polarity switch. Reprogramming was attempted, but the capture was inconsistent, and several impedance measurements exhibited high/out of range impedances. A lead fracture was suspected, and the lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.